Event description:
Consumer claims to have required surgery to stop bleeding due to softcup device damaging an artery after device wore through vaginal wall.

Manufacturer narrative:
Complaint was rec'd via instead website in 2006. Complaint was transmitted to instead, medical affairs for review. Instead requested (via e-mail) that complainant contact instead immediately on the 23rd of march. Additional request was made to complainant on the 30th of march. There has been no response from complainant as of the date of this report.